Event description:
The incident was reported by the (B)(6) department of public health. The event involved a primary set, piggyback with backcheck valve, 2 clave y-sites, secure lock, 100 inch, where small black dots were observed on the internal walls of the drip chambers there were no reported patient involvement and no reported patient harm.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Lot history was reviewed and no anomalies were noted. Additional contact information: (B)(6).